Manufacturer narrative:
The AED identified a recurring service code resulting in the unit being requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED would not supply an adequate shock during the shock test. Further investigation identified a semiconductor had shorted. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Manufacturer narrative:
Following analysis of the device logs, the unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED would not supply an adequate shock during the shock test. Further investigation identified a semiconductor had shorted. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red, and it will not power on. They reported that this did not occur during patient use.